Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that during post-op follow up exam of a patient who underwent bilateral maxillary antrostomy and ethmoidectomy in which a novashield was used , the patient was very swollen and infected. The doctor stated that he believes the purulence flushed out most of the novashield. The infection was treated with bactrim orally and bactroban-infused nasal irrigation. No irrigations were performed prior to infection. She had been using nasal saline spray. The doctor reported on (B)(6) 2015 that the patient looked better last week, and the infection was pretty much resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.